Event description:
It was reported that this pacemaker reverted to safety mode. Additionally, 10 seconds of pacing inhibition was observed and was felt to be due to unipolar configuration in safety mode and likely oversensing. Surgical intervention was undertaken. A temporary pacemaker was implanted and this pacemaker was surgically abandoned. The patient remained hospitalized pending a permanent device implant with explant of this device. No additional adverse patient effects were reported. Additional information has been requested. If pertinent information is provided in the future, a supplemental report will be submitted. Additional information was received that surgical intervention was undertaken later the same day. This device was explanted and replaced and the temporary pacemaker was also removed. No additional adverse patient effects were reported. The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.